Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced occlusion issue event on (B)(6) 2026. Blockage is in the tubing. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection (mdi). No further information available.